Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was a lagging response. When letting go of the footswitch when tracing, the system continued tracing for another 2-3 seconds. There was less than an hour delay to the case. No reported impact to the case. Troubleshooting was performed and the manufacturer representative (rep) was onsite at the time of call and reported that this also happened when the footswitch was not used and under different profiles. This was not just when tracing but throughout application. There was no patients on the system. The rep reinstalled the software. There was no visual damage to monitor. The ssd (solid-state drive) was to be replaced.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411. Product ID: 9735764r. H3) the manufacturer representative went to the site to test the navigation system. The software was lagging and freezing. They replaced the ssd (solid-state drive) and computer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.